Event description:
It was reported that the rubber stopper of the interlink system non-dehp t-connector extension set flipped and leaked unspecified medication. This was observed during use. The patient was re-dosed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.